Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture" baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, later confirmed as a baker grade iii. The device remains implanted.

Event description:
Un-reporting medwatch due to no device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/feb/2024.

Event description:
Un-reporting medwatch due to no device.